Event description:
It was reported that the patient had an inappropriate shock post implant due to oversensing of noise via air bubbles. The patient was taken back to the recovery area and the device therapy was programmed off. At the time of the shock, the sensing vector was set to the primary sensing vector. The next day, the therapy was programmed back on. There were no additional adverse patient effects. The system remains implanted.